Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A facility representative reported an intraocular lens (iol) that failed when loading. There was no report of patient contact or harm. Additional information was received stating the lens was opened. There was a small tear in the posterior chamber. The surgeon implanted an anterior chamber lens.

Manufacturer narrative:
Evaluation summary: the lens was returned positioned incorrectly in the lens case. Solution and bent haptics were observed. A dimensional inspection was conducted with acceptable results. Product history records were reviewed and the documentation indicated the product met release criteria. A cartridge pouch was returned. Cartridge product history records were reviewed and the documentation indicated the product met release criteria. The root cause could not be determined. It is unknown when or how the pc-tear occurred. Information provided, as of date, does not indicate a product malfunction or the lens as being the cause of the reported event. (B)(4).